Manufacturer narrative:
Continuation of d10: product ID 97745nt lot# serial# (B)(6). Product type section d information references the main component of the system. Other relevant device(s) are: product ID: 97745nt, serial/lot #: (B)(6), ubd: , UDI#: (B)(4)medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device.  The reason for call was caller stated that the last few times they have tried to charge their implant, they have a lot of trouble. Caller stated the controller errors out a lot and they have to keep starting over. Caller added that when they plug the controller into the ac power supply, they do not see any error messages but when they try to charge the implant, they see no device found. Caller addedthat usually after trying 3 times or so they can get it to show "recharging excellent" but then after a few minutes it goes back to no device found. Agent had caller examine the equipment for damage; caller noted that the second connection pin from the left in the controller port was bent. Caller also noted the recharger cord was damaged and had a little portion missing the plastic around the cord. The issue was not resolved. An email was sent to the repair department to replace the controller and recharger. Caller mentioned previously reported event where the ac power supply was not working, see previous case. Additional information received from patient. Patient called back reporting that they did not receive a return label and that they are trying to send back their broken equipment. Patient stated that they had a panic attack with the replacement controller when they started to use it because they could not get the screen to power on. Patient noted that the controller stopped working when they went to turn their setting down low for the night, the screen was blank and they had to take the battery out and put it in the old controller and then back into the replacement for the controller to work; patient noted this happened 3 days after they got their replacement. Patient mentioned that everything is working as intended. Patient inquired about battery pack longevity; agent reviewed information. Agent sent an email to repair to request a shipping label